Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-10539. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported incoming inspection member found debris in the sterile package. No patient or surgical involvement. No further information available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products identified a hair-like debris. DHR was reviewed and no discrepancies were found. The root-cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.